Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Event description:
Additional information was received on 17apr2026 confirming that the waveforms are no longer dampened. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. A technical review of the patient's reading indicated the readings were deemed physiological with no dampening, and no sensor inaccuracy was indicated.